Event description:
It was reported that the e360 ventilator had failure unknown. No other information is available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup of the e360 ventilator that the unit alarmed "cmos checksum error." A service engineer replaced the cmos battery, ran calibrations, and the ventilator functioned properly.